Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information and the legal manufacturer's final investigation. Please see the updates in sections b3, b5, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty ignitor unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 21-sep-2022: the event occurred while using it on (B)(6) 2022. There was no delay in procedure and the procedure was completed using the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the output connector (light guide connection part) was loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the main lamp does not ignite but spare lamp does work on the visera xenon light source. There were no reports of patient harm associated with this event.